Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The impedance reading (in ohms) was as follows: c, 0: 945 c, 1: 810 c, 2: 682 c, 3: 915 0, 1: 1,272 0, 2: 1,290 0, 3: 1,688 1, 2: 1,019 1, 3: 1,560 2, 3: 1,121 no further complications were reported.

Manufacturer narrative:
(B)(4). Evaluation of the implantable neurostimulator revealed the battery longevity was not met. Cause unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep had seen an oor message and stated it was due to the eos. The rep bypassed the message and ran impedances on both devices at 3v. The unipolar impedances looked the same as before. The one side was 667 ohms and the other side was 606 ohms. The rep saved the file to the 8840. The rep was only able to save one file because the 8840 didn't allow two files on one card. Rep would send the other file in and did mention that the patient¿s wife said the left side eos was in (B)(6) 2018. The doctor was going to replace both ins¿ today. The devices were sent back for analysis on friday, march 8. It was also noted that the explanted sc¿s were interrogated with the 8840 and impedances were checked at 3.0v while the new ipg¿s were checked at 0.7v. Additional information was received from the patient¿s spouse that therapy was not working for them since (B)(6) 2018. The patient was acting weak, lack of alertness, not acting like themselves. They had eos on their programmer in (B)(6) 2018. The caller stated that the ins¿ were replaced for battery depletion and the caller felt as though it was premature. The rep did impedances testing, and it came back normal. The spouse requested that the ins¿ be sent back for analysis. The spouse stated that they went through 5 weeks of ¿sheer hell¿ and was asking about compensation for the ¿pain and suffering¿ the early ins battery depletion caused. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp)via manufacturer representative (rep). The rep reported an end of service (eos) message on the clinician programmer. The original reason for call was to ask about battery longevity with the following parameters. C+ 2- 4.2v 60us 185hz 615ohms estimated time to eri: 20.37months eos: 23.37 months c+ 2- 4.2v 60us 185hz 680ohms estimated time to eri: 22.44 months eos: 25.44months. The rep stated that the patient was implanted in (B)(6) 2018 and both batteries are at eos. The rep indicated that they were quite certain that the therapy parameters were not changed during the life of the battery. The rep stated that they had the health care professional (hcp) check impedances using a clinician programmer and they found no shorts. The patient is having the ins's replaced on (B)(6) 2019. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was acting strange the last couple of days, they had a slight tremor in their left hand, and they were at eos on both ins's. There was an allegation/dissatisfaction with the ins longevity. The patient was not communicating for a time a while back, but then they "perked back up". Now, they were acting strange again. No further complications were reported as a result of this event.